Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom on (B)(6) 2023, it was reported that the infusion set's tubing came away from the connector during the night. Due to this issue, the patient's blood glucose level reached above 18 mmol/l. No further information was available.